Event description:
It was reported that the right ventricular lead was dislodged. Tissue was noted in the helix mechanism and the physician was concerned that may obstruct the helix performance so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood and body tissue/fibrotic growth on the distal electrode. Visual analysis noted apparent explant damage. (B)(4).